Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. It was reported that the rep called the family the following day (B)(6) 2019, and all was fine. No follow up doctor visits were noted and no further information was given. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 3,000 mcg/ml baclofen (unknown) at 797.8 mcg/day. The reason for use was intractable spasticity and cerebral palsy. It was reported that the patient had a pump replacement yesterday ((B)(6) 2019) and today ((B)(6) 2019) the consumer is calling reporting that the patient is having slight tremors and jerking. The patient does not look like he¿s in pain. The consumer thinks there is something wrong with the pump. The rep wanted to discuss what she should advise the caller. It was reviewed that if the pump is not alarming, the there is no reason to believe that the pump is not working. The change in therapy/symptoms was noted as sudden. They reviewed pump specifications and flow rate accuracy variation from pump to pump, and that it was recommended for the patient to be seen by the physician to determine next steps. There were no further complications reported/anticipated.